Event description:
It was reported that a piece broke off the drive shaft of the system 7 dual trigger rotary. This event occurred during testing by a stryker france service technician, so there was no patient involvement, no delay, no medical intervention, and no adverse consequences associated with the device.

Event description:
It was reported that a piece broke off the drive shaft of the system 7 dual trigger rotary. This event occurred during testing by a stryker france service technician, so there was no patient involvement, no delay, no medical intervention, and no adverse consequences associated with the device.

Manufacturer narrative:
The reported event, a piece broke off, was confirmed. Upon disassembly per visual inspection, the entire front end came off the handle. The entire front end is sterilized and highly visible; therefore, if it were to come in contact with a surgical site, it would not create an infection risk and could be easily removed.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.